Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was unable to read. The customer blood glucose level was 371 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly and no blank display noted. Device received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. Device was monitored for several days and no unexpected powering off or blank display noted. Device was received with minor scratched lcd window. (B)(4).